Manufacturer narrative:
Additional narrative: customer quality (cq) engineering investigation: it was reported that 11 screws were returned; (1) metaphyseal screw, (6) locking screws and (4) cortex screws. Two of the locking screws threads were stripped. No additional information available. Concomitant devices reported: screw (part # unknown, lot # unknown, quantity 9). A visual inspection under 5x magnification, dimensional inspection, and drawing review were performed at cq for the returned complaint devices as part of this investigation. No product design issues or discrepancies were observed. Visual inspection at cq. The threads on the (2) complaint devices (unk locking screws) have stripped threads. Both screws show wear on drive head recess consistent with use with mating screwdriver. Dimensional inspection and observed features the two complaint parts (unk locking screws) are titanium, have a pink sputter coat on head surface, have a star drive recess, a self-tapping tip, a variable angle locking thread on head, a shaft major thread diameter of 2.64mm, a head major thread diameter of 3.32mm, and an overall length of 42.45mm. All measurements obtained with calipers ca592 at cq. Therefore, with reference to tabulated product drawing, it is determined that the 2 screws are most likely part# 04.211.042. A review of the device history records was unable to be performed since the lot number was unknown. Drawing review tabulated product drawing for the family of 2.7mm self-tapping variable angle locking screw with stardrive recess was reviewed during this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the 2 returned complaint devices are already stripped/damaged. The following concomitant parts were returned without an allegation against them... Part #: unk screw - metaphyseal lot #: unk quantity: 1 the following concomitant part was returned without an allegation against them part #: unk screw - locking lot #: unk quantity: 4 the following concomitant part was returned without an allegation against them part #: unk screw - cortex lot #: unk quantity: 4 upon visual inspection at cq, there is no evidence that these devices contributed to this complaint and therefore no further investigation will be performed on these devices. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Corrected data: no patient involvement reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unk - screw locking/unknown lot number. . (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that (B)(4) screws were returned; (1) metaphyseal screw, (6) locking screws and (4) cortex screws. Two of the locking screws threads were stripped. No additional information available. This complaint involves two devices. Concomitant devices reported: screw (part # unknown, lot # unknown, quantity 9). This report is 1 of 1 for (B)(4).